Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had scratches and cracks on the blade. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have one blade broken at the tip. A piece approximately 1.00mm x 0.40mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Additionally, the instrument was found to have multiple scratches on both blades. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.). Scratches or abrasions to the mcs instrument blades are deemed cosmetic damage. The probable root cause is attributed to damage during reprocessing, which may include improper cleaning of the mcs tips with steel bristled brushes or other abrasives.